Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due concerns with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: a delamination total of plug strap disk shell assessed as a cohesive failure. Yellow particles observed on the surface of the device. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concerns with the product. The device has been explanted.